Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
A customer from (B)(6) reported that he performed a blood glucose test with his contour next link 2.4 meter and obtained a reading of 2.1 mmol/l at 10:15 a.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The customer also returned the vial of test strips from lot # 0hpef03a, which is slightly different from the one indicated to be involved in the event occurrence i.e. Lot # 0hpef03e. However, the returned vial of the test strips was empty. Therefore, the in-house contour next test strips from lot # 0hpef03e were used for testing along with the returned meter using a blood sample, as the test strips from lot # 0hpef03a were unavailable in the quality laboratory. The blood glucose readings obtained with in-house testing were within an acceptable range and properly marked as blood results in the meter's memory. Based on the information received upon the return of the product, lot # has been updated in section d4.